Event description:
It was reported that this right atrial (ra) lead exhibited noise and had high threshold. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.